Event description:
(B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent release of vaginal tape used for correction of sui, cystoscopy on (B)(6) 2005 due to urinary retention.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures cystoscopy, repair of urinary stress incontinence, cystourethroscopy and sling operation for stress incontinence due to sui and urinary retention post sling procedure. It was reported that the patient experienced pain, and urinary problems.